Event description:
Customer reportedly received results of 317 mg/dl and 142 mg/dl within 10 mins on the aviva system. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.